Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The valve was returned at pl 0.5 and was not adjustable. This precluded pressure-flow and pre-implantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may interfere with the adjustment mechanism resulting in fluid reflux and in difficulty adjusting the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Approximately 17 cm of the lumbar catheter was returned. The returned catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture. Approximately 60 cm of the peritoneal catheter was returned. The catheter was returned in two separate pieces, one measuring 6 cm, and the other piece measuring 54 cm. The returned catheter was patent. However it did not meet the requirements for leak testing due to a tear observed approximately 6 cm from the proximal end. It is unknown how or when this damage occurred. The catheter met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was obstructed and could not drain cerebrospinal fluid (csf) after implant. The valve was replaced with another valve to successfully drain csf and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.